Event description:
While removing the fathom wire through the pro great microcatheter, part of the tip of the wire (7-10cm) broke off in the artery and was unable to be removed despite attempt via snare.